Event description:
My father's omnipod 5 pumps likely malfunctioned on a flight from baltimore to denver and was giving him too much insulin. His sensor alerted him that his blood sugar was trending down and eventually showed a "low" undetectable blood sugar level. He consumed between 300-400 g of carbs while sedentary and his sugars a were still trending down. It wasn't until he removed the pod device from his arm that his blood sugar eventually started to come back up. His blood sugar was < 50 for close to an hour and a half. He tested using a physical blood glucose tester in addition to monitoring his blood glucose sensor attached to his body.